Event description:
The user facility reported dissatisfaction with their system 1 express. Procedural cancellations were reported.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional info becomes available.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the system 1 express unit and identified the installation configuration of the processor was incorrect. The technician confirmed the pre-filter assembly and hoses required replacement and the hose connecting the facility's water supply to the unit was old and lined with black material which clogged the a/b pre-filter cartridges. The source of the black material appeared to originate from the facility's hose assembly which was at least five years old at the time of the event. Steris was not notified as to whether samples of the black material were cultured for identification by the facility's infection control department. While onsite, the technician observed the customer was using incorrect quick connects with the system 1 express processor which did not appear to be supplied by steris. The system 1 express operator manual (1-2) states, "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage..." The facility's account manager advised the customer that the efficacy of the system 1 express could not be guaranteed with the use of incorrect quick connects. The customer rescheduled all procedures until the correct quick connects were received and in-service training with steris personnel was performed. The facility has since replaced the system 1 express processor with a new unit. No further issues have been reported.